Manufacturer narrative:
Complaint and sample forwarded to (B)(6) for investigation. A follow up report will be filed when their investigation is completed.

Manufacturer narrative:
The device history record review shows that the complaint lot number was produced and released in compliance with all inspection requirements. The return sample passed the primary skin irritation test. The exact cause of the allergy could not be determined. However, the possibility of some individuals experiencing reactions to certain chemicals or lubricants used during the manufacturing process cannot be ruled out. We will continue to monitor for complaints of this nature.

Event description:
(B)(6) in (B)(6) was trying on the gloves for sizing purposes, and wore them for only a couple of minutes. Upon removing the gloves, she complained of itching on the outer aspects of both hands, and up to her elbows. She washed her hands and arms. Very shortly afterwards she began to experience a reaction on both arms all the way to the shoulders, with mottling on the upper area of the arms, and a rash on her torso. She was taken to the accident/emergency department, and also complained of feeling unwell with tingling of the lips and tightness of skin on her face. She was seen by a physician and apparently given steroids, and was discharged.